Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir tube lip is completely cracked. The customer's blood glucose reading was 5 mmol/l. The customer had to use a band aid to hold the reservoir in place. The customer stated that the pump was never dropped or bumped. The customer will be sent a replacement pump.